Event description:
Reportedly, during the implantation procedure of the subject ICD, the physician referred unexplained screwing difficulties and he didn't hear the "click" sound of the screwdriver even after replacing the screwdriver. Finally, the screwdriver was stuck in the setscrew and could not be removed. The ICD was returned for analysis and another device was successfully implanted.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.